Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed a torn keypad cover at the ok button; the up and ok keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the button key contacts. The battery compartment was also found to be cracked on the threads and the text on the display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a torn keypad cover around the ok button; the up and ok keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the button key contacts. The battery compartment was also found to be cracked on the threads and the text on the display screen was found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.